Event description:
Customer reported via phone, the insulin pump had alarmed button error and currently it was alarming compromised force sensor system. Button error alarm occurred on saturday while customer was hiking twice but didn't call to report issues as customer was able to clear the alarm and continue therapy. However, today customer was doing a set change, the insulin kept pushing out and then it alarmed compromised force sensor system. Customer blood glucose was 144 mg/dl. Customer stated when he was informed to check if the drive support, he slightly pushed it in and it made a click sound as if it was set in place. Customer stated the cap was indented previously and currently as well. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis. Troubleshooting for button error was also performed.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarm due to motor error alarm. The drive support disk was inspected and no anomaly was noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.